Manufacturer narrative:
.

Event description:
Customer reported to beckman coulter, inc. (Bec) that they ran a capillary draw sample and a venous draw sample from the same patient on the coulter ac t diff 2 analyzer (ac t diff 2). Customer reported that all parameters for the two samples recovered significantly lower in comparison to the reference instrument at the hospital. Customer reported that quality controls ran on the ac t diff 2 analyzer passed within specifications daily. However, on some days, multiple tries were required for all parameters to pass within specifications. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) did not find any issues with the instrument that would contribute to the low results. The fse replaced the diluent reservoir because the diluent reservoir had crystals on one of the fittings. The fse also replaced the white blood cell (wbc) mix check valve to increase the wbc mixing bubbles, and the vacuum isolation chamber. The fse found the controls the customer had been using were past open dating and not reproducing. The fse opened and ran new controls; the new controls reproduced within specifications. The fse ran the venous sample on the ac t diff 2 analyzer. The results from the venous sample correlated with the reference instrument.